Manufacturer narrative:
Additional b5: the reported incident occurred during hysterectomy procedure.

Event description:
See h11.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during surgery the "hook melted". It was reported that a part detached form the hook but was retrieved. Surgery time increased by five (5) minutes. No patient injury was reported.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The 3pk hook for hook handle (cev2295a) was returned for evaluation: evaluation of the hook could not verify the complaint reported by the customer as valid. The hooks were compliant.